Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of "wires have been broken." In addition, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed the clevis. A site history for the facility was conducted and no related complaint was found. No image or video of the event was provided for review. System log investigation: a review of the instrument log for the mega needle driver (part # 470194-05/ lot # n10190917-0141) associated with this event has been performed. Per logs, the mega needle driver was last used on (B)(6) 2020 on system sk0732. The alleged event occurred on the 5th use of the instrument. No additional system/technical review was required because there is no system error associated with a broken cable issue. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver (mnd) instrument had broken wires. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.